Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d implanted: (B)(6) 2017; 429878 lead implanted: (B)(6) 2017. The initial reported event of erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device and leads were protruding. The patient's system was explanted and replaced due to erosion. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.